Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure or a summary of relevant errors that were observed. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted gastric bypass (roux-en-y) procedure, the patient was readmitted due to an obstruction of the jejunojejunostomy anastomosis. The patient required hospitalization, and surgical intervention was performed to address the issue.

Event description:
It was reported that after a da vinci-assisted gastric bypass (roux-en-y) procedure, the patient was readmitted due to obstruction of the jejunojejunostomy anastomosis. The obstruction was confirmed via CT scan. However, further details regarding the obstruction were not provided. It is unknown if the obstruction was related to an adhesion, internal hernia, or possibly an anastomotic stricture. The patient was brought back to the operating room (or) to remove the mesentery stitch; however, this did not resolve the issue. The patient was brought back again to the operating room (or) to bypass the area of the obstruction and to reconnect the anastomoses. The patient remains admitted and showed improvement of symptoms. The surgeon believed that the device did not cause or contributed to the event. There was no device malfunction was associated with the event.